Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(6) was completed. The electrode belt was fully functional upon receipt. Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012 a (B)(6) female pt contacted zoll customer support to report that she had a rash that she scratched until the skin was broken open. The pt continued to wear the lifevest. It is unk whether the pt required med intervention. The clinical outcome of the skin irritation is unk.